Event description:
It was reported that ongoing intermittent occlusion alarms occurred. They confirmed that their blood glucose level exceeded the standard threshold, displaying as "high." To address the high blood glucose, the customer used inhalable insulin and a correction injection via mdi. Reportedly, the customer resolved the issue by changing the infusion set and cartridge before resuming insulin.